Manufacturer narrative:
The lead was not returned for analysis. Upon receipt, the ICD was interrogated, revealing the battery status mol1. The device was implanted for 60 months and 36 charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The memory content of the device was inspected. During the analysis of the available iegm noise was observed in the rv channel, leading to four charging cycles. Therefore, a dedicated sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The following dedicated test of the impedance measurement function was normal and as expected. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the ICD was fully functional. Based on the analysis of the ICD of the root cause for the observed noise was not determinable. The lead was not returned for analysis. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - on the (B)(6) 2014 the patient arrived to the clinic after receiving 3 inappropriate shocks on the previous day due to noise on the rv lead. After interrogating the device we learned of a rise of the rv lead impedance in (B)(6) 2014 from 523 ohms to above 3000. The rest of the technical parameters were good and stable from the day of the implantation. The physician decided to preform rv lead addition as well as device replacement on the following day. We received information from the physician that the patient is lifting heavy packages on a daily basis due to his job, and that while he was lifting a heavy package (on the (B)(6) 2014) he received the 3 inappropriate shocks. The ICD was returned, the lead was not.